Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the handset was lagging at 90%. The agent reviewed and guided the patient through clearing the data. The patient then put a caregiver on the phone to assist. The patient was then able to connect to the pump without any lag. When asked for the event date, the patient said that it was probably about two weeks ((B)(6) 2026).

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.